Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that with use a bd phaseal¿ injector luer lock n35 was found with foreign matter as ¿blue particles on white part of the injector by taking out of emballage."there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Three picture samples were received for evaluation by our quality engineer. No physical samples arrived at (B)(6). Upon visual inspection of the picture samples, foreign matter was observed on the surface of the injector. There are two potential causes for the foreign matter observed. The foreign matter appeared to be plastic from the cylinder within the manufacturing facility or talc, which is used during the assembly process. If the particles came from the cylinder, any brush between the components and the machinery may have resulted in the introduction of foreign matter. Talc, a material compliant with european pharmacopeia requirements, is used within the assembly process to move the line forward. It is possible the foreign matter is residual talc. Phaseal products are manufactured according to iso 13485 requirements in a class 8 clean area according to iso 14644-1. Device history record review shows that during the production of lot number 1801111, no quality notifications or maintenance interventions were initiated in relation to either potential cause. A new project has been opened to improve the cleaning process of the manufacturing lines. The lot reported in this incident was manufactured before the implementation of these improvements. Based on the low severity and frequency of the defect, it was determined that no CAPA is required.

Event description:
It was reported that with use a bd phaseal¿ injector luer lock n35 was found with foreign matter as ¿blue particles on white part of the injector by taking out of emballage."there was no report of exposure, injury or medical intervention needed.